Manufacturer narrative:
Additional information h6, h10: the device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. A nonconformance has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
The facility reported an increased upstream occlusion alarm frequency post-implementation of the v9.02.01 software update with the spectrum iq infusion pumps. It was further reported that during therapy in the medical intensive care unit (micu), a spectrum pump (serial number not provided) had an upstream occlusion alarm and the patient¿s blood pressure dropped into the 50¿s. The patient was on angiotensin and was very sensitive to any titration or delayed infusion. The nurse changed the pump and tubing. No further information was available at the time of this report. Baxter performed follow-up due diligence with the facility to obtain additional information related to the event, the patient outcome, the reported upstream occlusion alarm and to request the device for investigation. No additional information was able to be obtained at this time.